Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current test and run current test. Unable to verify the unexpected restart or compromised force sensor system alarms due to the motor error alarm. The pump had corrosion on the electronics noted. The pump also had minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and unexpected restart. The customer's blood glucose reading was 325 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the pump got wet a while ago. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.